Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. The steroid ring was damaged during analysis. The lead was returned with the guide tooth damaged. It was noted that the defibrillation conductor was distorted, the outer insulation had a cosmetic cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage.

Event description:
It was reported that since implant this lead has had erratic behavior parameters with oscillations continuing to register values above 1700 ohm impedance. A high stimulation threshold was also reported even after repositioning. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that since implant this lead has had erratic behavior parameters with "oscillations" continuing to register values above 1700 ohm impedance. A high stimulation threshold was also reported even after repositioning. The lead was removed and replaced. No patient complications were reported as a result of this event.